Manufacturer narrative:
(B)(4). Technical support engineer (tse) troubleshot this issue with the customer over the phone. Tse recommended the power supply be replaced or have the ventilator be evaluated by a covidien/medtronic service engineer.

Event description:
It was reported that the 840 ventilator generated an error which rendered the ventilator inoperable. The ventilator was not on a patient at the time of the event.